Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total extra peritoneal bilateral inguinal repair, on access and dissection within the preperitoneal space, the round dissection balloon would not hold air when being pumped with the bulb, therefore poor quality of lateral dissection with in the preperitoneal space. After removing the dissection balloon from the patient, the surgical assistant placed it in saline and tried to inflate to look for malformation. Bubbles appeared indicating a hole in the balloon near the proximal end of the balloon and distal end of the cannula. They manually dissected laterally to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the first returned product noted that the inflation syringe was received. The insufflation bulb was received. The lock collar, obturator, trocar balloon and dissector balloon appeared intact. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated, a leak and small hole detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the hole in the dissector balloon of the trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.